Event description:
The initial reporter received questionable elecsys estradiol iii results from one patient sample tested on the customer's cobas e411 disk and the investigation laboratory's cobas e 411. The clinic director noted that the progesterone result did not match the patient's clinical findings, prompting the rerun of the patient sample. Discrepant estradiol results were noted upon rerun. The patient sample was run on two e411s: analyzer 1 and analyzer 2. The patient sample was also sent to an investigation laboratory that used an e 411 for the rerun. On (B)(6) 2023: the initial result from the analyzer 1 was 190.7 pg/ml. The first repeat result from analyzer 2 was 85 pg/ml. This result was consistent with the clinical findings. The second repeat result from analyzer 1 was 181.9 pg/ml. The third repeat result from analyzer 2 was 181.7 pg/ml. On (B)(6) 2023: the fourth repeat result from the investigation laboratory's e 411 was 198.2 pg/ml.

Manufacturer narrative:
The reagent lot number and the expiration date were requested but not provided. The investigation is ongoing.

Manufacturer narrative:
The patient sample was sent to an outsourced laboratory to test for estradiol using the liquid chromatography¿mass spectrometry (lc-ms/ms) laboratory method. On (B)(6) 2024, the estradiol result using the lc-ms/ms laboratory method was 185 pg/ml. The field service engineer inspected the analyzer and found a bent/defective bead mixer which caused foaming on the reagent surface. He then replaced this part. The investigation determined that the event was due to insufficient mixing. The investigation determined the service actions resolved the issue.